Event description:
A male had undergone initial aaa repair with another MFR's graft 85 months prior to zenith placement. The pre-existing custom graft had developed an endoleak and kink, resulting in a type I endoleak. A renu converter was placed in 2005, and at that time no endoleak was noted. However, core lab review of the procedural completion angiogram indicates a proximal type I endoleak. Core lab review of 30-day f/u reported no endoleak. The 6 and 12-month follow-ups were reviewed by core lab and indicate a type ii endoleak has developed.

Manufacturer narrative:
Eval: cook's instructions for use does advise that after secondary endovascular intervention, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum imaging should include abdominal radiographs to examine integrity, contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and disease progression. Only pt with renal complications or other factors precluding the use of image contrast media should be monitored using non-contrast CT and duplex ultrasound. The device remains implanted and no images were provided to assist with this investigation. An internal clinical review indicated tha the event was caused by pt anatomy.